Event description:
It was reported that the lead dislodged. The lead was explanted and replaced. The physician commented that he was not sure that the patient's anatomy was conducive to the use of this lead model.

Manufacturer narrative:
Na